Event description:
Boston scientific received information that one month after the implant of this left ventricular lead, high thresholds were noted. Upon investigation of the issue by x-ray, it was confirmed the lead had dislodged. The lead was initial programmed off until a revision procedure could take place. During the revision, the physician attempted to reposition the lead, however the lead kinked and was fully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted the conductor coils were deformed and the insulation bent 440 millimeters from the terminal pin due to induced damage during the procedure. There was nothing visually wrong with the lead that would cause a dislodgment. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.